Manufacturer narrative:
Additional information was requested; however, the customer stated no information is available at this time.  The system logs were reviewed and no relevant errors were observed for the procedure.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a small bowel injury occurred. It is unknown how the injury occurred. The surgeon converted the procedure to open to suture the bowel and resolve the injury. This was the last task of the procedure for completion.